Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower refrigerator was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the refrigerator had hardware issue and was not detected on bus. A field service engineer (fse) guided the customer through rebooting helmer refrigerator and the device and stated that the customer had to find keys. Further, the fse confirmed from the customer that the device was working fine. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.